Event description:
It was reported that the ilet issued a persistent alert 42 indicating a motor current sense failure that did not clear after multiple restarts, and the patient transitioned to multiple daily injections while awaiting a replacement. Symptoms included none, and blood glucose values were reported as not impacted. Outcomes included the need to discontinue pump use and rely on alternative therapy until resolution. Investigation included customer troubleshooting with guided restart attempts and instruction to shut down the device, as well as plans for data sync to the mobile app prior to return. Investigation of this device revealed a device malfunction consistent with a motor current sensing fault within the insulin delivery mechanism, aligning with previously characterized alarm behavior for this component. It was concluded that the cause was a device malfunction related to the insulin delivery motor current sensing circuitry.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.